Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin delivery was stopped due to pump error. The blood glucose was 97 mg/dl at the time of the incident. Twice now the delivery has stopped and needs to rewind. Customer advised to remove the reservoir from the pump and disconnect to check bubbles in the reservoir ran piston forward and no reservoir primed pump after rewind. Ran self-test which was passed. The insulin pump will not be returned for analysis.